Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the implantable cardiac monitor (icm) recorded a tachycardia episode due to sensing noise artifacts. An attempt was made to interrogate the icm using both magnet and bluetooth (ble) telemetry, in addition to using both a merlin 2 and merlin 1 programmer, however, all attempts were unsuccessful. The patient was asymptomatic. There were no reported consequences to the patient.